Event description:
During augmentation procedure, extendevac pencil produced a flame causing a burn to the pt. The burn was located around the pt's left nipple. Flexan wound dressing and bacitracin ointment were applied.